Event description:
It was reported that a patient an oral and maxillofacial soft tissue debridement under local anesthesia on (B)(6) 2025 and suture was used. The patient had been admitted to the hospital for surgery due to "4-hour lip laceration caused by a car accident". Post-op, the patient experienced inflammation and wound secretion. The next day after the procedure, there was swelling, redness, itching, numbness, and pain in the lips. The skin around the outer lips was red, and the mucosa of the lower lip was congested and swollen. Upon physical examination, there was itching and pain at the lip suture site, light yellow exudate, a little bleeding, obvious tenderness, and no suture fell off. The surgeon considered a suture allergy or reaction. Cefazolin sodium for injection was given for anti infection, dexamethasone sodium phosphate was given for anti-inflammatory and swelling, diclofenac sodium double release enteric coated capsules for pain relief, compound phellodendron liquid was applied externally for swelling and rot, and local dressing changes were strengthened and other treatments were given. On the third day, the patient reported that the pain and itching symptoms of the lip wound had eased, but the mucosa at the wound site was still swollen. Upon physical examination, there was no bleeding or exudation at the suture site, and there was slight redness and swelling around the suture. Additional information was requested,

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the patient have an infection? It was stated that the patient had a ¿little bleeding¿. What was the volume of blood loss? Did the bleeding require treatment? If yes, how was the bleeding treated? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the patient have an infection? It was stated that the patient had a ¿little bleeding¿. What was the volume of blood loss? Did the bleeding require treatment? If yes, how was the bleeding treated? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?